Event description:
It was reported, the high-definition lcd (liquid crystal display) monitor wouldn't turn on. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) for troubleshooting to narrow down the issue, the customer was advised to measure the voltage coming out of their existing alternating current/direct current adapter. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not being returned, the reported malfunction could not be reproduced; therefore, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.